Event description:
It was reported that wing needle set 2021-00119-1 27ga needle broke. The following information was provided by the initial reporter: customer informs that the product broke right at the base of the needle. Today (07/28) it happened again, but it didn't hurt the patient, because before applying the medication, the nurse noticed that the needle was soft, so she used another item to apply the medication. Use of donomidi and dolantin for sedation, endoscopy test.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-25. H6: investigation summary: bd received a 27 gauge wing needle set from lot 1039325 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and detected that the cannula/wing junction contained glue, however, the cannula appeared to be broken. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the wing placement procedure. The manufacturing facility has been notified of this incident and the findings. Steps have already been taken to correct this issue and maintenance has been performed on the manufacturing equipment to prevent recurrence. H3 other text : see h10.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that wing needle set 27ga needle broke. The following information was provided by the initial reporter: customer informs that the product broke right at the base of the needle. Today (07/28) it happened again, but it didn't hurt the patient, because before applying the medication, the nurse noticed that the needle was soft, so she used another item to apply the medication. Use of donomidi and dolantin for sedation, endoscopy test.